Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1 g once every five days; duration not reported) and injection fortum (daily, dose, route, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). On unreported dates, the patient¿s dose of antibiotics was completed, the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved, the patient was recovered from the event and was reportedly doing well. Should additional relevant information become available, a follow-up will be submitted.